Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had slight bends throughout its length. The embolization coil was intact with the pusher assembly, the pe fibers were intact, and severe gaps and offset winds were observed near the proximal end of the coil. Conclusion: evaluation of the returned device revealed the pusher assembly had minor bends and the embolization coil had severe gaps and offset coil winds. This damage was likely incidental and may have occurred during return packaging and transit to penumbra. The embolization coil was observed to be advanced out of the introducer sheath and entangled around the pusher assembly, which likely contributed to the severe gaps and offset coil winds. The penumbra smart coil (smart coil) could not be re-sheathed due to the severe gaps and offset coil winds in the embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil into the hub of the microcatheter, and therefore the smart coil was removed. The procedure ended at this point because the existing packing density was sufficient. There was no report of an adverse effect to the patient.